Event description:
A malfunction alarm identified as "malf 12" was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred.